Manufacturer narrative:
(B)(6).

Event description:
As reported by the patient¿s attorney, a pinnacle posterior pelvic floor repair kit (MFR report # 3005099803-2014-00806) and a solyx sis system (MFR report # 3005099803-2014-00807) were implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.